Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a robotic laparoscopic right nephrectomy during the superior aspect of the right kidney mobilization, all screens blacked out on the tower and surgeon console. When checking the endoscope system, the light source was flashing and there was a burning smell. The operating room team removed all instruments, undocked the system, and moved the robotic arms away from the patient to safely shut down the system. When the system was restarted, the issue recurred along with the burning smell. The surgeon converted the surgery to a laparoscopic surgery to avoid further incident. It was found the karl storz hardware was smoking inside. No negative impact in state of health reported.